Event description:
On 3/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt was not tightening smoothly during tensioning. The surgeon removed it from the patient, and it appeared to have abrasions. The toughness and strength of the tightrope had decreased. The procedure was completed by using another new ar-1588rt acl tightrope rt. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error due to improper surgical technique. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.